Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during initial drain on the home choice (hc). The care giver (cg) stated the hc display continued to read initial drain but the alarm kept going off about every ten minutes. The technical service representative (tsr) had the cg press down arrow but the cg stated nothing happened. The tsr had the cg cycle power and the hc went to a se 2367. The cause of the alarm could not be determined. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.